Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, the right ventricular lead exhibited a loss of capture. The lead was capped and replaced. The patient was doing fine post procedure.